Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. The first photo shows a complete view of a clinician holding the drainage catheter. Due to the photo being completely blurred, the thread is not visible. The second and third photos show a complete view of the drainage catheter with detached silk thread segments. In both photos, the thread appears to originate from the catheter hub and proximal fixation area and demonstrates a visible complete break in the central portion of the thread. Therefore, the investigation is confirmed for reported break and material separation for two devices. However, for the third device, the investigation is inconclusive for reported break and material separation issues, as the provided evidence was insufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. During the procedure, the silk suture thread allegedly snapped. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. During the procedure, the silk suture thread allegedly snapped. The procedure was completed using another device. There was no reported patient injury.